Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, peeling serial number label, faded serial number label, broken reservoir tube threads and missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks in the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.